Manufacturer narrative:
Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, pvl, when severe, can lead to significant morbidity including heart failure and hemolytic anemia. Paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. It may occur as a result of a lack of appropriate sealing of the valve at the annulus. The most common reason for pvl is inadequate debridement of a calcified annulus and is not a result of device malfunction. There may be small pvls identified intra-operatively or post-operatively which do not require any intervention. Most cases of pvl noted intra-operatively are corrected with standard surgical techniques during the initial implant procedure and do not lead to serious injury or death. The root cause of this event cannot be conclusively determined with the available information. However, the paravalvular leak in this case was likely impacted by the progression of the patient¿s underlying valvular disease pathology combined with the patient¿s other underlying risk factors which included htn and ckd. The subject device is not available for evaluation as it remains implanted in the patient. The device history record (DHR) could not be reviewed, as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through review of slides presented during the euro pcr 2018 in paris, it was learnt that this patient with a 31mm edwards surgical valve, implanted in the mitral position, underwent a valve-in-valve procedure after approximately three (3) years and 10 months due to recurrent paravalvular leak (pvl), moderate mitral stenosis, and heart failure. As reported, after three failed attempts to treat the pvl with three (3) amplatzer duct occluders ii, a decision was made to implant a 29mm edwards transcatheter heart valve within the pre-existing valve. The balloon was inflated to 4cc to crack the pre-existing bioprosthetic valve to reinforce the valve annular tissue and reduce the paravalvular leak. Post procedure, there was residual pvl. A fourth amplatzer duct occlude was deployed resulting in a tiny residual pvl. No other details were provided.